Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, dizziness, eye irritation, difficulty sleeping and anxiety. The patient did receive medical intervention and reported to have seen a neurologist and was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, dizziness, eye irritation, difficulty sleeping and anxiety. The patient did receive medical intervention and reported to have seen a neurologist and was hospitalized. In previous report, section b5 was incorrect. Correct b5 should be- the manufacturer received a voluntary medwatch (mw5105025) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged headaches, dizziness, eye irritation, difficulty sleeping and anxiety. The patient did receive medical intervention and reported to have seen a neurologist and was hospitalized. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found an unknown dust contaminant on the blower cap, blower seal, blower box, and blower, found corrosion to screws. Also, evidence of liquid ingress was observed to the blower and blower box and a sticky/shiny contaminant was also observed on the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacture concludes the contaminates found were consistent with unknown dust contaminant on the blower cap, blower seal, blower box, and blower, corrosion to screws, a sticky/shiny contaminant on the blower and liquid ingress consistent to the blower and blower box. The manufacturer concludes no evidence of sound abatement foam degradation. In this report has been updated or corrected.